Event description:
Vasoview hemopro 2 vein harvesting system was being used by surgeon and pa to harvest leg vein for patient undergoing CABG. After over an hour of use, arcing was observed between the jaws of the device when the cautery was activated by the user. This produced excessive smoking. The jaws of the device were cleaned of tissue but the device continued to arc and smoke. The device was taken out of service and a new kit was opened and used without difficulty. No harm to the patient.